Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: product type extension product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: product type extension product ID 7436, serial# (B)(4), product type programmer, patient product ID 3389-40, lot# j0425107v, implanted: (B)(6) 2004, explanted: product type lead product ID 3389-40, lot# j0425107v, implanted: (B)(6) 2004, explanted: product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) was removed to obtain an MRI. The patient recovered without sequela.